Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient, who had no stimulation for months, felt a sharp pain at the ipg site. The pain went away, but the patient felt like there were needles stabbing him. Then, the site became itchy. It was determined that the pocket pain had an unknown cause, and the physician did not suspect it to be device related. The patient underwent an ipg replacement procedure with no device malfunction suspected and did well postoperatively.